Event description:
This is report 2 of 2 for this complaint (B)(4).

Event description:
It was reported that during a tfn procedure, the end of the coupling screw broke off as the surgeon was inserting the nail. All pieces were retrieved and nothing was left in wound. After the procedure, it was noted the helical blade inserter 357.372 was bent. This is report 2 of 2 for the same report.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 07/18/2011.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The product development event evaluation revealed that neither one of the parts exhibited the conditions reported. The helical blade inserter is not bent and was successfully passed through 3 different blade guide sleeves easily and when assembled with the other parts of the construct, aligned precisely with the helical blade hole in a nail. The threaded end of the helical blade coupling screw is intact and was successfully inserted into 2 different helical blades. The head of the screw is still attached and the weld looks complete with no signs of cracking or failure. Based on the condition of the returned device and the evaluation, the complaint is deemed invalid from a manufacturing standpoint. Placeholder.